Manufacturer narrative:
Edwards lifesciences was notified through the implant patient registry that the patient passed away 15 days after the tavr procedure. Additional information from the discharge summary provided by the facility: after tavr the patient¿s balloon pump was eventually removed. The patient was weaned off of most of his vasoactive medications, excepting dobutamine which remained on until his demise. The patient was extubated, however subsequently required re-intubation. He was extubated once more after his endotracheal tube cuff ruptured and the decision was made to attempt extubation rather than reintubation over a tube exchanger. Otherwise the patient would not have been extubated on that day. He then received a tracheostomy and was making good progress with spontaneous breathing trials excepting some intermittent tachypnea over a week and a half, despite optimal abgs and stable chest radiographs. He had also experienced acute kidney injury and was put on continuous veno-venous hemodialysis (cvvh) the evening prior to his demise. He had also presented depressed mental status with agitation likely related to residual sedation initially and then uremia subsequently. The patient was believed to be making good progress overall despite his worsening renal function. The day before his demise the patient was pan-cultured for an elevated white blood count and was started on empiric antibiotics. On the next day the patient had a desaturation/cyanosis with pulseless electrical activity (he had a pacemaker which continued to fire) and later had episodes of ventricular fibrillation. He received 54 min. Of CPR, as well as medications and defibrillation per acls protocol. A bronchoscopy was performed which revealed nothing remarkable excepting some minimal bleeding, and a chest radiograph ruled out tension pneumothorax and hemothorax. A tee was performed which revealed severe mr, as well as an ef of 5-10%. A decision was made to stop resuscitation as efforts were futile, and the patient expired. Review of the information indicates the patient¿s death was unrelated to the function of the sapien valve and that it resulted from a deteriorating physical condition post-procedure. This report is being submitted to provide the final outcome for the patient.

Event description:
Per report, during a transapical tavr the patient became hemodynamically unstable after rapid ventricular pacing (rvp) and deployment of a 26mm sapien valve in a 60:40 aortic position. The arterial blood pressure failed to recover quickly so vasopressors and CPR were initiated. As the patient became more stable, CPR was discontinued. It was noticed on tee that the valve had moderate paravalvular leak (pvl) and it was decided to post dilate the valve. 1ml of contrast was added to the ascendra balloon and a 2nd rvp run was initiated. The balloon was inflated without difficulty and again, the patient failed to recover hemodynamically post rapid pacing run. Vasopressors and CPR were initiated and several doses of epinephrine were administered but the patient's blood pressure did not respond. Good cardiac output was noted on the arterial pressure waveform during chest compressions but as soon as compressions were held, the patient's mean arterial pressure did not rise above 40 mmhg. St depression was noted on lead ii on the cardiac monitor and the patient continued to decompensate. There was no pericardial effusion, nor mitral regurgitation noted on the tee. The ascendra sheath remained intact during chest compressions. Iabp was placed and cardiopulmonary bypass was initiated. The qrs widened and the patient went into ventricular fibrillation. The patient was defibrillated and acls protocol was followed. Amiodarone and magnesium were administered and the patient had a sustained run of ventricular fibrillation for ~11 minutes, during which time the acls algorithm was followed. After repeated defibrillations, the patient was started on bypass and immediately the patient went from ventricular fibrillation to a junctional bradycardia on the monitor, at which time pacing was resumed at 70 bpm. Post deployment tee revealed very mild pvl and no aortic insufficiency. The patient remained on pump for ~25 minutes until hemodynamically stable, and was discharged to the ccu with the iabp still in use. No access site complications were noted. Prior to discharge from the or, the patient¿s blood pressure was stable at 110/70 mmhg. It was informed that one week after tavr the patient was stable, still in ICU and his condition was slowly improving. Per report the event was associated with several factors, including an inadequate time between rapid pacing runs to allow for patient recovery, the patient¿s has medical history of 3 vessel CABG and poor recovery from myocardial ischemia.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension and arrhythmias are known potential adverse events associated with the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), initiation of iabp therapy, and/or conversion to open surgery may be required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the reported events cannot be confirmed; however, per report it appears that a combination of procedural factors (i.e. Inadequate time between rvp runs to allow for patient recovery) and patient factors (i.e. History of 3 vessel CABG and poor recovery from myocardial ischemia) may have caused or contributed to the events. The valve is not available for evaluation, as it remains implanted in the patient. However, there was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.